Event description:
A 2.5mm clavicle pin broke after insertion at its exit site from the posterior-lateral clavicle. The pin was palpated by the surgeon. Multiple fluoroscopic images were obtained. The fracture was well reduced and the hardware was appropriately placed. Surgeon felt that the pin would not advance medially without lateral nut assembly on. Company representative contacted during case. Options discussed with patient's mother. Risk of pin migration reviewed.